Event description:
Info received indicates when the bed is activated, the bed will move up, stop, and then run back down.

Manufacturer narrative:
The facility has not returned hill-rom's request to determine the resolution of the alleged deficiency.